Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure using four prostyle devices relative to an unspecified procedure. Reportedly, the wire [suture] did not come out of device. The same issue occurred with all four prostyle devices. Surgery was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 9f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture being present when the plunger of four prostyle devices was removed in step 3. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 18f and the aaa procedure was completed. The knots of the two pre-placed prostyle sutures were successfully advanced but hemostasis was not achieved; therefore, two additional prostyle sutures were successfully deployed and the knots successfully advanced; however, hemostasis was not achieved. Surgery was performed to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. A needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that an interaction with patient calcification or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.